Event description:
A (B)(6) female admitted on (B)(6) 2012 for elective posterior cervical fusion for cervical laminectomy of c3-7. Pt was in prone position and in mayfield headrest; upon completion of surgery and putting pt on stretcher, a 1 ½ inch laceration noted to back of head. Surgeon notified and laceration closed with staples. Mayfield headrest tagged and taken out of service and biomed contacted. Thus far no evidence to suggest product defect but felt to be due to user error but no confirmation of such exists.